Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 89 mg/dl (performa meter) and 220 mg/dl (doctor's performa meter). The lot number of the test strips used in doctor's meter is unknown. No adverse event reported. Return of the suspect device was requested for evaluation.